Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges there is insulin outside the cartridge in the cartridge chamber and that the cartridge is the cause of the leak. No adverse event reported. Product has been discarded; no product will be returned.